Manufacturer narrative:
No device analysis results are available as the device was not received for investigation. CAPA 138841 has been initiated to investigate this issue.

Event description:
Additional information was provided by the healthcare provider confirming that the hospitalization was not related to the cardiomems device.

Manufacturer narrative:
CAPA 138841 has been initiated to investigate this issue.

Event description:
It was reported that the patient was hospitalized and was experiencing tightness in their chest and difficulty breathing. The patient reported their cardiomems device was included in the fa-q424-hf-1 heart failure cloud migration fsca initiated on 04oct2024. Additional information has been requested.